Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for one patient tested on two cobas 6000 e 601 modules and one cobas 8000 e 602 module, compared to an abbott analyzer at another facility using the tni assay. The customer reported that the patient is recovering negative with the troponin t stat assay on elecsys analyzers, and the same samples recovered positive with the tni assay on the abbott analyzer. The customer's abbott analyzer tni results were 0.2 ng/ml positive for each sample. Since (B)(6) 2020, the patient has had seven samples collected. Below are the patient's elecsys troponin t stat assay results for each sample collected: on (B)(6) 2020 and at 2208, the patient's troponin t stat result on an e 601 module was "<0.1" ng/ml. On (B)(6) 2020 and at 0303, the patient's troponin t stat result on an e 601 module was "<0.1" ng/ml. On (B)(6) 2020 and at 0547, the patient's troponin t stat result on an e 601 module was "<0.1" ng/ml. On (B)(6) 2020 and at 1259, the patient's troponin t stat result on an e 601 module was "<0.1" ng/ml, and the patient's sample was repeated on another e 601 module and the patient's result was "<0.1" ng/l. The patient had three samples drawn at a different facility and the samples were tested on an e 602 module. The patient's troponin t stat results for all three samples were "0.1" ng/ml. The dates of sample collection and measurement were requested but not provided. The patient's doctor does not know whether to believe the elecsys tnt results or the abbott tni results. The e 602 module serial number was requested but not provided. The e 601 module serial numbers were requested but not provided.

Manufacturer narrative:
The customer's calibration, qc, and sample pre-analytical information were requested but not provided. The samples were requested for an investigation, but the samples were not available. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.